Event description:
The return product form was received for the patient's explanted device on (B)(6) 2013. The form confirmed that the replacement surgery was due to prophylactic reasons; however, it was also stated that the explant was due to increased seizure activity. Product analysis of the explanted generator was performed. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The current automated final test, linked to the automated test results override model 101 form, shows that the device met electrical specification requirements for output backup capacitors at the time of manufacture. With the exception of the output back-up capacitor requirement (backup caps out of specification, no performance issue/acceptance range changed from time of manufacture), the device performed according to functional specifications of the current automated final test. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Follow up has been performed with the physician's office; however, no additional information has been received.

Manufacturer narrative:
Date of event, corrected data: this field is being updated to reflect the date of generator replacement ((B)(6) 2013). Date of this report, corrected data: the initial MDR indicated an initial aware date of (B)(6) 2013; however, this should have been (B)(6) 2013. This report is being submitted to correct this information. Date received by manufacturer (mo/day/yr), corrected data: the initial MDR indicated an initial aware date of (B)(6) 2013; however, this should have been (B)(6) 2013. This report is being submitted to correct this information.

Event description:
Additional information was received that the report of an increase in seizures could not be verified as accurate: accurate as symptoms reported may have been behavior related or seizure related. The prophylactic replacement was based on the length of implant and results of a battery life calculation. Notes directly after surgery described the patient¿s seizure frequency as being at baseline.